Event description:
The pt was bilaterally implanted with siltex saline mammary prosthesis in 1999. Subsequently, the pt experienced pain and extrusion of the devices. The devices were removed in 1999.